Event description:
It was reported that the insulin pump alarmed motor error during rewind. A new battery was reinstalled, then the device was rewind and prime, but the insulin pump did not rewind. Ran a displacement test and the device did not pass the displacement test. The insulin pump displayed 0 when the piston stopped moving. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.